Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Customer reportedly received results of 164 mg/dl on advantage system 1 and 84 mg/dl on advantage system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.